Manufacturer narrative:
(B)(4). Batch # m9381z. Investigation summary: the device was returned with the upper jaw damaged with half of the upper jaw broken and detached from the device and not returned. In addition no damage at the I-blade was noted, as reported by user. The device was connected to the generator and it was recognized. Because the jaw was damage not all functional testing could be performed with the generator. Although no definitive root cause could be drawn as to how this severe damage occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the jaw blade of the enseal tweezers was released during the surgery, came out in the surgeon's hand. No harm to the patient. The doctor used other tweezers of the same model and type to continue the surgery.